Event description:
It was reported that during an unknown procedure that the surgeon was firing across the vessel and the clip did not hold once placed. They used another like device to complete the procedure. There was no patient consequence reported. No additional information is available from the customer.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the device was found to be reprocessed; therefore, the complaint has been voided.